Event description:
It was reported that the wake button was intermittently delayed in responding to presses and multiple presses in various directions were necessary for display to activate. The customer's blood glucose level was between 100-220 mg/dl. The customer applied more pressure to the wake button to address the issue.